Event description:
It was reported that during a sleeve gastrectomy, surgeon went to fire blue reload with our slr buttress. It was the third reload/firing. As he fired we noticed a slight movement of the stale line while the device was firing. It appeared as if the knife blade was dragging the slr/staple line. As he opened the jaws we noticed malformed staples with oozing. He proceeded with the case using the same stapler and more blue but without slr and had no issues. The tech swished and dried the device between firings. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2023. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows tissue with a staple line, however it was noted some staples were not formed properly. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.